Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022 . On (B)(6) 2022 , the patient developed a "large" skin reaction which occurred on (B)(6) 2022 . The skin reaction was described as itching, burning, redness, and the area feeling hot and sore to the touch above the sensor insertion site. The patient consulted an healthcare personnel (hcp) on (B)(6) 2022 and was diagnosed with an infection and prescribed cefalexin (cephalosporin) oral antibiotic. The hcp suspected the infection was due to elevated bg levels that the patient had experienced a few days prior. At the time of follow up the infection was healing. No additional patient or event information is available.